Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted seal plate damage. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was activated multiple times on a saline-soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. No electrical or wiring issues were found. Had this been an assembly defect, the sample would have been rejected if found prior to shipping. It was reported that the device partially sealed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of seal plate damage. The product analysis noted evidence that the device was not used as intended. This issue may occur due to inadvertently closing jaws on a hard/metallic object, a drop, and/or damage while inserting device into trocar. Damage to the seal plate may result in alarm activations and difficulty with activating the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Close jaws using device lever before insertion and extraction in the trocar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during robotic distal pancreatectomy, after peeling off the tissue, the jaw was set on the thin membrane and tried to output, but the seal was loose. There was a regrasp alert, energy delivery and seal completion sound were heard. A similar operation was continuously performed, but output could not be achieved. Cleaned the area around the jaw every time the device got dirty. Another device was used with the same generator and worked fine. Patient had bleeding after dissecting with knife. There was no blood transfusion necessary.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: (B)(6) ) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during robotic distal pancreatectomy, after peeling off the tissue, the jaw was set on the thin membrane and tried to output, but it was not possible. There was a regrasp alert, energy delivery and seal completion sound were heard. A similar operation was continuously performed, but output could not be achieved. Cleaned the area around the jaw every time the device got dirty. Another device was used with the same generator and worked fine. Patient had bleeding after dissecting with knife. There was no blood transfusion necessary.